Event description:
Changed my g7 around 6pm on (B)(6). I had scheduled an overnight sleep study the evening of (B)(6). About 10 pm my g7 said my blood sugar was 66 and going straight down with 2 arrows. I drank some orange juice. I was already in bed with wires all over me for the study. I decided to test my blood sugar and was 129. I calibrated and it took at 12 am on (B)(6) my dexcom said I was 56, I tested again and was 140. I calibrated and waited 15 minutes and calibrated again, it didn't take. At 2:40 am my dexcom said I was 206, I tested and was 141. Again, I calibrated 3 times each at 15 minute intervals. Meanwhile, I'm not sleeping for my sleep study. At 4:35 am my dexcom said I was 99, I tested and was 151, again, waited 15 minutes, 3 times and calibrated, do not know if it took as I went back to sleep. At 7:44 am, my dexcom said I was 153, I did another finger stick and was 112. This has happened so many times with the g7. It's a 10 g7, not the 15 day. About 10 am on (B)(6), the g7 and my finger stick were equal.